Event description:
During thoracolaparotomy procedure, right brachial artery was punctured by a 7f sheath, and a neo's route guide wire and a 7f brite tip al 1.5 were advanced. Then, ivus atlantis sr pro 2 was used. A guide wire was changed to a whisper ls by using a transit micro catheter. Then, mid-lad was expanded 4 times by a voyager 2.0x20 balloon catheter. After the lesion was confirmed by an atlantis, dist-lad was expanded by the same balloon and a voyager 1.5x15 balloon catheter. Then, a cypher 2.5x23 stent was deployed, and the lesion was checked by the atlantis. 1st diag was expanded by a voyage 2.0x20 balloon. A cypher 3.0x33 stent was deployed a the lesion that spanned from prox-lad to mid-lad. The whisper ls guide wire was changed to an athlete gt guide wire, and the stent was expanded again. When the stent was checked by the atlantis, it got stuck. The catheter was pushed because it couldn't be pulled, however, the catheter didn't come off. A pt2 guide wire was tried to go across to the side of the atlantis, however, it didn't cross. Then, it couldn't be pulled by a snare. The atlantis was cut, and then a 6f guiding catheter was advanced along it, and it was pulled. But it didn't come into a 7f guiding catheter. While all of this was going on, the entrance of lcx looked hazy on angiography. So, the physician decided that the patient should be transferred to cardiovascular surgery. So, iabp was performed, and patient was transferred to another hospital. The stuck catheter was removed by surgery, and caga was performed. The patient condition was stable after the procedure. Physician's comment are as follows: the stent was located at a tortuous part of anatomy, and, when the distal side was checked, the atlantis was advanced into the target lesion.